Event description:
The customer reported that the system won't stop beeping, x-ray stays on. This is consistent with a system lockup. There was no uncommanded x-ray. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.